Manufacturer narrative:
Requested the staff to check the head down valve or CPR valve linkage. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction. Bed located in bed shop, no injury was reported.

Event description:
Staff alleges that the head section will slowly drift down. Bed located in bed stop. No injury was reported.